Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a melted tip. The blades did not close all the way due to the tip being melted. The instrument passed the continuity test.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the jaws of the monopolar curved scissors (mcs) instrument were not able to be closed. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no reports of the instrument arcing during its last used and there was no patient harm.